Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum with moisture) issue. Reportedly, there was moisture/corrosion behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 07/27/2016 with the following findings: during investigation, the pump was powered on to a dim, orange display. Unrelated to the original complaint, visible moisture corrosion was found in the battery compartment. A battery compartment crack was found below the grip pad. A leak test was performed on the pump, which it failed due to the battery compartment crack. The pump was opened to find moisture corrosion on the battery compartment housing.